Event description:
A consumer reported she only felt stimulation for a few minutes when she turned her head/neck and other than that she did not know if it was on or off. She kept stimulation on all the time, but must not be feeling it. The consumer noted she took a bad fall right around the time the issue began ((B)(6) 2016). She stated it was a bad fall and she hit her head on the bedpost. Troubleshooting was attempted, stimulation was determined to be on, stimulation was increased to 6.4 v, but the consumer could hardly feel it and normally had it in the 3-4 v range. The consumer had an appointment to meet with her doctor and follow-up on the reported issue. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.